Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), approximately 4 years 3 months 10 days post transfemoral transcatheter aortic valve replacement (tavr) procedure with a 23 mm sapien 3 ultra valve, the patient presented with moderate to severe central aortic insufficiency (ai) with no stenosis. Subsequently, additional information was received revealing the patient is planned for a valve in valve procedure. Additional information was received via medical records revealing approximately 4 years 3 months 2 days post tavr procedure, the patient was admitted for shortness of breath (sob), runny nose, cough and wheezing associated with chest tightness. A workup was performed which showed a bioprosthetic valve failure with new onset of moderate to severe aortic insufficiency. A valve in valve tavr procedure was recommended. A transthoracic echocardiogram (tte) performed had revealed the mean gradient was 22 mmhg. Subsequently, on the following day, a transesophageal echocardiogram (tee) was performed revealing the valve was opening well, but there was a central jet of moderate to severe aortic regurgitation.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h11 (provide narrative/data). The device was not returned to edwards lifesciences for evaluation as it remains implanted. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. There were medical records provided for evaluation. A device history record (DHR) review was performed, and it did not reveal any manufacturing nonconformance issues that would have contributed to the events. A lot history review was also performed and revealed no other events relating to the reported events. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the valve usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported events are anticipated risks of the transcatheter heart valve procedure, additional assessment of these adverse event is not required at this time. In this case, the increased gradients and central regurgitation that resulted in the need for a valve in valve procedure were confirmed based on the medical records. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance contributed to the events. A review of the IFU/training materials revealed no deficiencies. During the manufacturing process, the sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. In regard to the central regurgitation, per the instructions for use (IFU), valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. In this case, per the patient's medical history, the patient had vast comorbidities such as diabetes mellitus and hyperlipidemia. These are known comorbidities that may increase the risk of valve calcification leading to early valve degeneration, which includes central regurgitation. As such, the available information suggests that patient factors (pre-existing comorbidities) may have contributed to the event. In regard to the increased gradients, elevation of gradients may indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to thrombosis or early valve degeneration. In the instance of a bioprosthetic valve in valve implant, an increased gradient can be a result of intervalvular regurgitation and is not a result of a valve leaflet malfunction. If mild, these patients will not require intervention and will be followed with serial echocardiography. If significant and results in symptoms, it may require intervention. In this case, the patient experienced central regurgitation, which could lead the heart to work harder to compensate for the constricted blood flow through the valve, resulting in increased gradient. As such, the available information suggests that patient factors (central regurgitation) may have contributed to the event and/or may be due to one of the factors mentioned above. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.